Event description:
A 77-year-old male underwent an unsuccessful transcatheter aortic valve replacement (tavr) on (B)(6) 2022. The left subclavian artery was successfully accessed, location reached, and the transcatheter heart valve thv on the edward delivery system was advanced into the ascending aorta. The thv was unsuccessfully deployed due to the delivery system balloon rupturing. The thv and the delivery system were removed from the patient. The patient became hypotensive, requiring intermittent chest compressions and intervention to stabilize the patient's condition. The patient stabilized and was transferred to the intensive care unit where he subsequently passed. FDA safety report ID # (B)(4).